Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecured grasp of tissue.

Event description:
On 05/24/2022, it was reported by a sales representative via (B)(6) that during a rotator cuff repair a ar-13997mf scorpion needle was hard to advance when firing. A new scorpion and a ar-13995n needle were then used when the tip of the needle broken during dry firing. The jaws on the handpiece broke due to the pressure applied when firing the second needle. No fragment broke inside the patient, as well as no patient effect was reported.